Event description:
Boston scientific received information that during a patient follow up, tones were being emitted from this implantable cardioverter defibrillator (ICD). When the ICD was interrogated, the fault code 1003 was displayed along with the message that the voltage was too low for the projected remaining capacity. A memory download was performed and sent to boston scientific technical services (ts) for analysis. The device has been explanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed two low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case. The tones reported by the patient cannot be confirmed however it is normal device operation for the device to emit tones when a fc1003 is detected.

Event description:
--

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.